Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Upon review of the transmission, it was noted that the right atrial (ra) lead exhibited low pacing impedance measurements. No intervention was performed. The patient experienced no adverse consequences.